Event description:
A facility reported that during aortic valve placement procedure, the cusa clarity console (c7000) was utilized, and after the surgery, a burn was found in the patient's groin. According to the physician, the device was placed in the patient's groin, but there was no output sound, and the physician did not notice the erroneous output of the footswitch and the injury occurred. No surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa clarity console (c7000) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. It should be noted that the integra clarity operation manual states "when the handpiece is connected to a cusa clarity system that is powered on, but the handpiece is not in use, keep the handpiece away from the patient. Place the handpiece on a sterile, flat, dry, nonconductive, and highly visible surface." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.